Event description:
It was reported that shaft break occurred. The target lesion was located in the saphenous vein graft (svg). A 5.00mm x 16mm veriflex¿ stent was advanced to the lesion. The device was pulled back a little bit to position the device however a portion of shaft broke while inside the guide catheter. The stent was still mounted on the stent delivery system (sds) balloon. The device and the guide catheter were removed together and nothing was left inside the patient's body. A balloon catheter was used to dilate the lesion and the procedure was completed without placing a stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the distal portion of the liberte stent delivery system (sds). The hub and portion of the hypotube were not returned for product analysis. There was a contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded with the stent impressions on the balloon between the markerbands. Microscopic examination presented no damage or irregularities in the balloon material. Microscopic examination and tactile inspection presented no damage or irregularities through the shaft of the device. Microscopic examination revealed numerous hypotube kinks and a complete hypotube separation 42cm from the end of they hypotube. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. He most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the saphenous vein graft (svg). A 5.00mm x 16mm veriflex stent was advanced to the lesion. The device was pulled back a little bit to position the device however a portion of shaft broke while inside the guide catheter. The stent was still mounted on the stent delivery system (sds) balloon. The device and the guide catheter were removed together and nothing was left inside the patient's body. A balloon catheter was used to dilate the lesion and the procedure was completed without placing a stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).